Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected recurred within a week of troubleshooting previous occurrence. The customer was previously able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test due to moisture damage battery connector and electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self test or verify pump error 25 due to the failed battery test alarm.